Event description:
Complainant alleged that during a routine shift check by a clinician, the device reported "unit failed" and displayed a red "x" status indication message. Complainant indicated that there was no patient involvement in the reported malfunction.